Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive test results with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation testing was performed with antigen test and pcr (unknown platform) on the same day and both generated a negative result. The customer indicated that there was no serious injury or delayed treatment as a result.